Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, when heat was applied and the physician slightly bowed the cutting wire, the wire broke at the tip. Nothing detached from the device. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The account would not release patient information.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, when heat was applied and the physician slightly bowed the cutting wire, the wire broke at the tip. Nothing detached from the device. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The account would not release patient information.

Manufacturer narrative:
A visual examination revealed that the working length was twisted and the exposed cut wire was broken near the proximal pierce hole. The broken section of the exposed cutting wire remained attached to the device and had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. During analysis, the retracted cutting wire was pushed out of the extrusion through the proximal pierce hole. The cutting wire was discolored from usage and the broken ends appeared burnt/blackened. The od of the exposed cut wire was measured and meets the specification. The condition of the returned unit was consistent with the complaint incident that the cut wire broke. During manufacturing, the tome devices are 100% inspected for cut wire integrity and bowing/ handle functionality. The most probable root cause of operational context is being selected likely due to the procedural factors/ generator settings. The twisted working length is likely due to procedural factors. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.